Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 4/05/2017 with the following findings: a review of the pump¿s black box data showed frequent replace battery alarms. The black box showed that the battery voltage at the time of the replace battery alarms was not low. The pump¿s electrical current draws were test and measured within specification. A power issue was not duplicated during testing. During visual inspection of the pump, it was observed that there was moisture damage found on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.